Manufacturer narrative:
(B) (4).

Event description:
The patient experienced shocking/jolting and overstimulation sensations. She also could not adjust her stimulation. She was re-directed to her healthcare professional. Further information was requested from the healthcare professional.